Event description:
This MDR is a duplicate of 0001526350-2024-00839 and therefore, needs to be voided.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2024-00839 and therefore, this report needs to be voided.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia.

Event description:
It was reported that the device was not shaving properly. The event timing is during surgery. There is no harm or delay reported. Due diligence is complete and there is no additional information available.